Event description:
It was reported that the insulin pump was over and under delivering insulin. Customer was experiencing low blood glucose. The current blood glucose reading is 218 mg/dl. Customer treated with insulin pump. Customer requested a new insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.